Event description:
Customer called to report that four isolates of (B)(4). Faecium were interpreted as sensitive to vancomycin by (B)(4), but were resistant by (B)(4) test.

Manufacturer narrative:
Quality reviewed the batch history record with satisfactory results. Five isolates of (B)(6) were received from the customer on (B)(6) 2011. All returned isolates were tested with retention material. Quality confirmed that three out of the five strains reported susceptible results for vancomycin (vanc) when tested with retention product. Retesting on the strains which had susceptable mics to vanc upon initial testing was completed utilizing test and control panels. One strain retested with resistant vanc results and two strains repeated as vanc susceptible. Standard broth mic's were completed and all three strains were confirmed as vanc resistant at mic of 32. Quality tested an in house strain with the retention material and got the expected vanc resistant results at mic of >32. From the investigation results completed on (B)(6) 2011, it appears that the customer's strains may be a typical in the phoenix system. Product support has been notified of the event and bd will continue to monitor this issue for trends. No corrective actions are planned at this time.